Event description:
I started to experience a list of symptoms immediately after my implants were placed which got worse over the years and no doctor was able to identify the source. Bone loss, bones fracturing and not healing. Eventually had my sesamoids removed, hair thinning, slow muscle recovery, sleep paralysis, diagnosed with narcolepsy, back pain, joint pain and stiffness. Decline in vision, loss of depth perception, and developed extreme sensitivity to light, dark circles under my eyes. Diagnosed with raynaud's disease, heart palpitations, feeling like something was crawling under my skin, weight gain, recurring fungal and bacterial infections, acr 2 mammogram with benign noncancerous findings, symptoms that mimicked dementia such as personality changes (angry and irritable for no reason, withdrawn). Frequent lapses of memory, especially of recent memories, my long term memories were almost nonexistent, I was forgetting appointments and names of people I'd known for a long time, but hadn't seen on a regular basis. I had unsettling moments of disorientation in previously familiar places, I struggled to learn new things. I completely lost interest in activities that I used to enjoy, I had difficulty finding words and would catch myself slurring my speech and even stuttering. Severe breast pain (couldn't wear a seatbelt or a bra, capsular contracture of my right implant in 2018), I had severe anxiety and depression which eventually became crippling. My first daughter was a preemie and her liver was failing, she had an extended stay in the nicu, jaundice, reflux, colic, sensory processing disorder, delayed speech, anxiety, trouble sleeping, vision problems, eczema. My second daughter had a postpartum diagnosis of down syndrome. She has apnea, eczema, reflux, gut issues, restless leg syndrome, and asd. I'd like to add that I have no family history of autoimmune disease or disorders, I also have no family history on my side or my husband's side of the family for down syndrome or any of the diagnosed disorders my children have. I have always been very health-conscious. I was a personal trainer, I ate clean and took care of myself especially during my pregnancies. I have always been a hard worker, if I wasn't working, I was volunteering for meals on wheels and habitat for humanity. I am the type of person who doesn't like to sit still. I have never been lazy and I have always been the life of the party. I was obviously not myself after implants. I felt like a prisoner in my own body, I couldn't work, I was bedridden. Once my implants and capsules were removed on (B)(6), I had massive health improvements. I went back to work in (B)(6) and I am slowly starting to feel like myself again.